Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event the centrimag motor completely stopping and starting upon manipulating its cable was not confirmed. The returned centrimag motor (serial number (B)(6) was functionally tested on (B)(6) 2021 alongside known working test centrimag equipment. The motor operated as intended at various rpm speeds and flow levels throughout all testing, even when the motor¿s cable was manipulated. Atypical events did not occur when the motor¿s cable was repeatedly flexed. A full functional checkout was performed, and the serviced and tested motor was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Centrimag motor instructions for use (IFU) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an opening in one of the wired when moving the cable. When this happens, the cmag motor completely stops and starts.